Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was reported that the ventilator generated technical error code indicating a power error. Further more the ventilator failed pressure transducer test during pre-use check. The reported issues were resolved by replacing membrane of the expiratory cassette and the memory back-up batteries of the monitoring printed circuit board (pcb). After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated technical error code indicating a power error. Further more the ventilator failed pressure transducer test during pre-use check. There was no patient harm. Manufacturer's ref.#: (B)(4).